Event description:
It was reported that this system exhibited shock lead impedance (sli) had been outside of range (oor) but returned to normal afterward. Technical services (ts) suggested reprograming options. No adverse patient effects were reported.

Event description:
It was reported that this system exhibited shock lead impedance (sli) had been outside of range (oor) but returned to normal afterward. Additionally, noise was observed. Technical services (ts) suggested reprograming options. No adverse patient effects were reported.